Manufacturer narrative:
After further review, this complaint is no longer reportable.

Event description:
It was reported that there was a check IV set error. No patient involvement was mentioned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there was a check IV set error. No patient involvement was mentioned.